Event description:
It was reported that a non-dependent patient presented in clinic for routine follow up. Upon device interrogation, the right atrial lead exhibited low impedance. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored via merlin.net.

Manufacturer narrative:
.